Event description:
It was reported that a left ventricular (lv) lead exhibited high capture threshold measurements, so it was capped and surgically abandoned. A new device was implanted. No additional adverse patient effects were reported. Due to the limited information received, further follow-up to obtain related details was not possible.